Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received updated information from the health care provider that they reused the implants since they still looked so good. This is an supplemental reporting to let the FDA know of this update and that this is against our instructions of usage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.